Manufacturer narrative:
Tech found that the casters were worn. He replaced the casters and the brakes functioned properly. He found the stretcher out of service in the bed shop, and there were no alleged injuries.

Event description:
Tech alleged that when the brakes were engaged, the casters would still swivel.